Manufacturer narrative:
Patient and device information was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms, likely due to sepsis. The log file review captured a few transient low flow events on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021, all of which appeared to be patient related. A random backup battery fault was seen on (B)(6) 2021 that resolved on its own.

Manufacturer narrative:
Section a: patient information was requested but was not provided. Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed the reported low flow alarms. According to the account, the low flow alarms were likely due to sepsis. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. The file captured transient low flow alarms on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. The pump appeared to be functioning as intended, remaining above the low speed limit for the duration of the file. Multiple requests for additional information regarding this event, including the pump serial number were sent to the account; however, no further information was provided. No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists sepsis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 4 explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low flow hazard alarms) and how to respond to each alarm condition. Care instructions in reference to preventing infection are outlined in various sections of this document, including the section entitled "patient care and management - controlling infection." The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains information on preventing infection. No further information was provided. The manufacturer is closing the file on this event.